Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, an issue related to the device's active exhalation control module, system board, power management board and interface board was observed. The device had evidence of physical damage consistent with being dropped. The device's active exhalation control module, system board, power management board and interface board were replaced to address the issues.